Manufacturer narrative:
The subject cv-290 was returned to olympus medical systems corp. (Omsc). Omsc investigated the subject cv-290 and confirmed followings. There was no irregularity found with the event date¿s log of the subject cv-290. The subject cv-290 did not start up. There were evidences of the burnout at the top cover, the rear unit, and the convertor of the subject cv-290. The electrical characteristics of the capacitor inside the converter of the subject cv-290 was short-circuited. The converter of the subject cv-290 was replaced with the converter of the asset products, and confirmed the operation. As a result, it worked properly. Based on the investigation result and received information so far, omsc surmised that this event was caused by the short-circuit of an electrode of the capacitor inside the subject cv-290 due to water the user unintentionally put. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
At the time of the examination before esd, the user mistakenly stepped on the foot switch of unspecified treatment instrument with water feeding function. Since the tip of unspecified treatment instrument was positioned toward the subject cv-290, water was got on the subject cv-290. Then, there was a spark from the subject cv-290, and the subject cv-290 shut down. The facility canceled the procedure. Because, even if this accident did not occurred, it was a finding that was the examination before esd and the target treatment section was hard to see. There was no report of the patient¿s and the user¿s injury regarding this event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".